Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 18-jul-2019 with the following findings: a visual inspection of the pump revealed the battery compartment was cracked. There was evidence of moisture corrosion inside the battery compartment. A leak test was performed revealing a leak at the battery compartment crack. The pump powered on and reboots occurred due to corrosion on the battery terminal inside the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.